Event description:
A nurse at the user facility reported difficulty unfolding the intraocular lens when it was being delivered from the cartridge of the delivery system. Enlargement of the incision was required to accommodate removal of the lens. Additional information has been requested.

Event description:
Additional info has been provided by a nurse at the user facility. The surgeon had difficulty positioning the iol (intraocular lens). A second iol was implanted without difficulty, however multiple stiches were placed. The nurse felt the positioning difficulty experienced by the surgeon was due to the was the iol was folded in the cartridge of the delivery system and has requested an in-service to provide additional instruction on proper loading/folding of the lens.